Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was not identified during functional testing due to an issue with the battery. It was determined that the cause of the reported condition was due to a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.